Event description:
It was reported that during a lung biopsy- wedge resection procedure, during the wedge resection, the surgeon fired four successful green reloads on the lung tissue. The fifth reload was on the bronchioles and near the hilum, the surgeon fired the echelon and then tried to open it but it wouldn't open. He tried the troubleshooting but it didn't work. The surgeon put a clamp on the tissue and hand sewed the lung then cut the remaining tissue. He then removed the stapler with the tissue in it. Then they forced the stapler open in order to extract the specimen. The stapler still refused to open and it was apparently broken. The procedure time was extended. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional follow up: how was the patient impacted by the prolonged procedure? No impact. How was the patient impacted due to the device having to be cut from the tissue? Resection of more lung tissue. More healthy tissue was resected than was planned. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No radiation - patient was on chemotherapy. During which stroke did the event occur? After the fourth stroke, the stapler refused to open. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Probably, the surgeon is not sure, but he implied that firing across staple line is sometimes unavoidable and it shouldn't need to stapler breakdown. Were any unexpected noises heard? If so, when? Surgeon doesn't recall any.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was received for analysis with the release button detached and with a cartridge reload loaded in the device. The reload was received fully fired. After further analysis it was noted that the distal part of the cartridge deck and the top of the ramps of the one piece sled were found damage. The damage to the cartridge and sled is consistent with clamping and attempting to fire the device over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped, the firing mechanism should be returned to the home position in order to open the device and the cartridge reload should be replaced. No functional test was performed due to the condition of the reload. While no conclusion could be reached as to what may have caused the release button to become damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.